Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (connect belt alarms) has been confirmed. Upon eval, the trunk cable connector was broken. The cause of the broken connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report he was receiving connect belt messages. Customer support then reviewed the pt's download which revealed a service code 105. The pt was issued a replacement electrode belt.